Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the g5 mobile application displayed an alert notification for server error after an uninstall and reinstall of the application. No additional patient or event information is available. Data was provided for evaluation. The reported error alert was not confirmed via data. The root cause could not be determined.